Event description:
Additional information received indicates the patient experienced ineffective stimulation due to one lead migrating and the other lead had high impedance. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099537.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.